Event description:
It was reported that during device preparation and prior to use the 3.5 x 23 mm xience prox stent delivery system (sds) was noted to have a separation in the shaft area. The device was not used; there was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience pro x is currently not commercially available in the USA; however, it is similar to a device sold in the USA.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was unable to be confirmed. The stent implant was stationary on the tightly folded balloon between the markers with no damage noted. There was no shaft separation as reported. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.